Event description:
It was reported to boston scientific corporation (bsc) that an advanix biliary stent was successfully implanted during a liver transplant procedure due to hilar stenosis performed on (B)(6) 2023. On (B)(6) 2023, the patient experienced post bleeding sphincterotomy. The physician then noticed that the stent had migrated into the jejunum. The migrated advanix biliary stent was successfully removed using a rat tooth device and a new stent was placed with a non-bsc device. There were no patient complications reported as a result of this event. Additional information received confirmed that there was no relationship between the to the advanix biliary stent and the post bleeding sphincterotomy.

Manufacturer narrative:
Imdrf device code a010402 captures the reportable event of stent migration. Patient code f23 captures the reportable event of unexpected medical intervention.